Event description:
The patient is not having any hearing sensation. Few days ago, she had a fall and banged her implanted ear. There was swelling over the implant housing.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.